Event description:
It was reported the ¿wires or something was not right¿ and had been for ¿a while.¿ when the patient would sit or move during the night, they would get stimulation down their legs or ¿it was just not right.¿ it was clarified that this had been the issue for ¿over a week.¿ it was stated the patient would keep ¿shutting it.¿ the patient noted that ¿it woke them up from the sleep¿ and that they must have moved the wrong way. The patient had ¿such a pain¿ down their vagina and leg. It was ¿stimulating real hard.¿ it was added that the patient fell on their butt all the time and the symptoms or event occurred following a fall. The patient ¿hardly felt down below¿ because they have neuromuscular disease so it was hard for the patient to feel stimulation. It was stated that the patient had tried everything and they ¿still got this.¿ it was like ¿they would get it, then they would get it stimulating down their legs.¿ it was unclear what this was referring to. Additional information has been requested, a follow up report will be sent if additional in formation is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v235409, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).